Event description:
New information received notes that the lead was explanted due to fracture.

Manufacturer narrative:
Externalized conductors due to external and internal insulation abrasion were noted at 53.0-55.5cm from the connector pin. External and internal insulation abrasion was noted at 54.5-55.5cm from the connector pin. Internal insulation abrasion was noted at 38.5-39.0cm and 50.5-25.0cm from the connector pin. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.